Event description:
At the end of a 4 hr hemodialysis treatment, a leak occurred at the bonded joint between the bottom of arterial chmaber and main tubing. Estimated blood loss is 100cc. No pt injury or need for medical intervention is reported.